Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs ver. 2 assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 0.080 ng/ml. The sample was repeated twice, resulting in values of 0.039 ng/ml and 0.038 ng/ml. The value of 0.039 ng/ml was reported outside of the laboratory to the physician. The troponin t reagent lot number was 52368501, with an expiration date of 31-jul-2022.

Manufacturer narrative:
Quality controls on (B)(6) 2022 were acceptable according to the customer. A general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.